Event description:
It was reported that the patient experienced pain at the scs ipg site. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-operatively.